Event description:
It has been reported to philips that the monitor was having a faulty screen without any obvious damage to the device. It did fail during use however no patient or user harm occurred.